Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and was not a preferred lead for the venous anatomy. The lead was explanted and replaced. It was further reported that during the implant procedure, a sealing adaptor had a dual lumen. The physician felt resistance when attempting to torque the catheter and it was discovered the resistance was due to a false lumen in the sealing adapter. The adaptor was not used. No patient complications have been reported as a result of this event.